Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the reason for the call was about a month and a half ago the patient noticed a change where their implant was in their buttock. The patient said it was painful and they could not lay on that side in bed. When they lay on a certain part of the implant the other part sticks up and it is sticking up through their back. If they had a plate and were to lay on one side of it the other one would lift up. Patient could feel the implant through the back and it was not consistent but they did sleep on the side of their body so it was kind of hot. When asked, the patient said hasn't had any falls or trauma and hasn't really lost or gained any weight. The patient said they were consistently at 138-142 lbs. The patient said they were experiencing symptoms of nausea, plugged ears and vertigo. The patient said they will be contacting their primary care physician. The patient was redirected to their managing healthcare provider for their implant to schedule an appointment to medically assess implant pocket site. Warm transferred to patient registration to check on status of ID card for flying.